Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00119, device 2 is being reported under MDR-2247858-2022-00120, and device 3 is being reported.

Event description:
Description of event: iliac bifurcation rupture: adverse event start date: (B)(6) 2022. Was the adverse event serious? Yes. Related to procedure: related. Related to device: undetermined. Anticipated/unanticipated event: unanticipated. Adverse even outcome: recovered. Extra information: placements of stents from common iliac artery to external iliac artery. Description of event: micro embolization: adverse event start date: (B)(6) 2022. Was the adverse event serious? Yes. Related to procedure: related. Related to device: undetermined. Anticipated/unanticipated event: unanticipated. Extra information: iliac extensions to the external iliac artery. Adverse even outcome: death. Patient outcome - "as in section above."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00119, device 2 is being reported under MDR-2247858-2022-00120, and device 3 is being reported under MDR-2247858-2022-00121.

Event description:
Description of event: iliac bifurcation rupture. Adverse event start date: (B)(6) 2022 was the adverse event serious? Yes. Related to procedure: related. Related to device: undetermined. Anticipated/unanticipated event: unanticipated. Adverse even outcome: recovered. Extra information: placements of stents from common iliac artery to external iliac artery. Description of event: micro embolization. Adverse event start date: (B)(6) 2022. Was the adverse event serious? Yes. Related to procedure: related. Related to device: undetermined. Anticipated/unanticipated event: unanticipated. Extra information: iliac extensions to the external iliac artery. Adverse even outcome: death. Patient outcome - "as in section above."